Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus and is not a result of device malfunction. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after eight (8) months due to perivalvular leak. Examination of the prosthesis revealed total dehiscence in the left coronary cusp region, as well as in the right coronary cusp. The valve was rocking and loose. This was excised, the outflow tract was reconstructed, and a 21mm pericardial valve was implanted. The patient was later transferred to the intensive care unit in stable condition.

Manufacturer narrative:
(B)(4). Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Based on the information received the root cause of the endocarditis is most likely due to patient related factors/conditions and is not related to device malfunction.

Event description:
Through follow up with healthcare provider edwards learned the 21mm valve was also explanted due to severe central regurgitation secondary to culture-negative endocarditis. It was reported the patient had no documented history of endocarditis, fever or bacteremia in the recent few months; however, due to the concern, the patient was treated preoperatively with antibiotics.